Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, yellow particles in the shell and five openings curved on the anterior. Leak test and microscopic analysis was performed which identified: five openings striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: five striated opening due to surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a right side deflation and "creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "creases." Device has been explanted.